Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to osteolysis, loss of fixation, and fracture of screws.

Manufacturer narrative:
No devices were received as these were scrapped. The condition of the devices could not be accurately ascertained from the images provided. The reported device is used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. Clinic notes stated that patient had increasing pain which confirmed loosening of the acetabular component. The notes states that the x ray image indicates loosening of the vascular component with progressive medial migration in the horizontal position consistent with loosening. The reported event suggests a likely cause that osteolysis led to loss of cup fixation. The cup then dislodged breaking screws.